Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy(egd) procedure performed in the duodenum on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. Reportedly, a spring came out of the handle, and the handle wire was cut in order to release the clip from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.